Manufacturer narrative:
As reported in a research article, out of 734 patients implanted with five different devices, 10 patients had a residual shunt, 11 had atrial fibrillation, one patient had a cerebral ischemic event, and minor bleeding and dyspepsia were also reported. 251 of the 734 patients had an amplatzer septal occluder implanted, but it is not known what device was implanted in the patients with the complications. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing report 2135147-2020-00258, 2135147-2020-00260, 2135147-2020-00261. The article "light anti-thrombotic regimen for prevention of device thrombosis and/or thrombotic complications after interatrial shunts device-based closure" was reviewed. This research article is a retrospective study to evaluate the long-term safety and effectiveness of a 6-month 100 mg aspirin (asa) regimen as an antiplatelet therapy after atrial septal defect (asd) or patent foramen ovale (pfo) device closure. Per the article, this regimen after asd/pfo closure appeared to be both safe and effective in preventing device thrombosis and major bleeding. There is no allegation of malfunction against the amplatzer septal occluder. The primary author of the article is gianluca rigatelli, md of section of adult and congenital heart disease, cardiovascular diagnosis and endoluminal interventions, rovigo general hospital, 45100, rovigo italy, with the corresponding email: jackyheart@libero.it.